Event description:
It was reported that the patients wound at both the ipg and lead implant site was infected and was not healing properly. Signs and symptoms of redness, swelling and irritation were noted. No device malfunction was suspected. The cause of the impaired wound healing was unknown, and the infection was not device related. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. The explanted ipg and leads will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7139424/7139197.